Manufacturer narrative:
(B)(4).

Event description:
It was reported that false high battery impedance readings was observed on the device. A software download was performed which resulted in the battery impedance showing normal measurements again. Patient is stable.